Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that his infusion device had a black spot on the display that affected the values displayed. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6) it was unknown if the initial reporter sent report to the FDA the correct date of event is (B)(6) 2014.